Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported a patient initially implanted with a 21mm aortic valve for 5 years 10 months is being considered for a valve in valve procedure due to moderate transvalvular eccentric aortic insufficiency. The regurgitation was very eccentric and directed anteriorly creating the appearance of a paravalvular regurgitation, but on tee the origin of the regurgitation appeared to be valvular with a very eccentric/directed flow. The patient has not been scheduled for a secondary procedure.

Manufacturer narrative:
Additional manufacturer narrative: updated sections event-other relevant history, (expiration date), and the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported a patient initially implanted with a 21mm aortic valve for 5 years 10 months underwent a valve in valve procedure due to moderate to severe transvalvular eccentric aortic insufficiency. The regurgitation was very eccentric and directed anteriorly creating the appearance of a paravalvular regurgitation, but on tee the origin of the regurgitation appeared to be valvular with a very eccentric/directed flow. The tavr was performed with a 20mm transcatheter valve. The procedure was successful with no leaks identified at the completion of the procedure. Patient was reported to be doing fine.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported a patient initially implanted with a 21mm aortic valve for 5 years 10 months is being considered for a valve in valve procedure for unknown reasons. The patient has not been scheduled for a secondary procedure.